Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed off no power. Customer's blood glucose reading at the time of the incident was 169 mg/dl. No significant events leading to the alarm were observed. Customer also reported that they are experiencing high blood glucose levels and ketones. Customer reported a blood glucose level of 450 mg/dl. Customer reported that there is damage to the insulin pump's battery compartment. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being replaced.